Event description:
During removal of devices for a mandibular resection case, the screw head was stripped and could not be removed from the patient's bone. Surgeon had to burr through the screw head in order to remove the plate the screw was holding in place. The remainder of the screw was left in the patient's bone. A secondary surgery will not be performed to remove the remaining screw portion.

Manufacturer narrative:
There was no device available for evaluation. Product history records could not be reviewed because the reporter did not provide a lot # or any identification traceable to the manufacturing documentation. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined at this time. If further information is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a follow-up report will be sent.